Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years and 2 months, due to calcification and stenosis. Per the operative report provided, the stenotic prosthetic valve was then resected. Of note is that there was aortic ventricular discontinuity after the resection of the valve. This required a large patch repair extending from non and left commissure to the non right commissure. Once this was accomplished, a 21mm edwards valve was then seated. Once the valve was seated the coronary ostia were verified to be patent. The patient was weaned from cardiopulmonary bypass on minimal inotropic support. The patient tolerated the procedure well and was taken to intensive care in stable condition. Per the discharge summary, the patient was medically stable and physically ready for hospital discharge on (B)(6) 2012.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Although the root cause cannot be confirmed, the reported stenosis was likely due to the calcification of the valve noted in the pathology report provided by the health-care provider. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.